Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier to perform failure analysis. The instrument was analyzed, and the reported issue could not be replicated nor confirmed. The large hem-o-lok clip applier passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions on several attempts. The clips opened and closed properly, and the large hem-o-lok clip applier passed the clip test. The instrument was fully functional, and no problem was detected.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the large hem-o-lok clip applier did not clip well. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter but was unable to obtain additional information. The broken instruments were thrown away in a bin so the initial reporter could not provide a date of when the issue occurred, or the surgeon involved.